Manufacturer narrative:
The reported event of diagnostics anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. Adc testing was performed and no anomalies were noted. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced and the patient was stable.